Event description:
It was reported by svc report that the cable extenders were damaged and the bed exit function was not available. The customer could not determine if there was pt involvement or if there were adverse consequences to report.